Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic for a routine follow up. Upon investigation, the insertable cardiac monitor was noted with high ventricular rate. Further investigation noted it was not a true ventricular high rate and was decided as artifact, loss of contact in the pocket, and possible slight over-sensing. No changes were made, and the patient had no complaints. The patient will be monitored.